Manufacturer narrative:
Reported event: the reported device is a dual pin base clamp assembly, catalog # 111430, lot #19220411. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: a review of the device history record shows that 50 parts were manufactured and accepted into stock on 10/4/11. Complaint history review: a review of the trackwise and catsweb databases for complaints related to p/n 111430, shows 6 complaints related to the failure in this investigation of a broken clamp. The catsweb complaints are issue # 2841, 3494, 4515, 4715, 4735, 4819. There are no trackwise complaints. Tracking of complaints related to this part will be tracked through quarterly trend request #813. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no further action is required at this time as there is no indication to suggest an unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tibial array came off after burring. The surgeon pointed out that tibial baseplate had an overhang of 2mm. The manual tray to redrill the post holes was used to complete the procedure. The trial fit the rim precisely and the balance of the knee, and alignment of the implants looked good. There was about a 15 minute case delay and the case was completed successfully with no adverse patient consequences

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tibial array came off after burring. The surgeon pointed out that tibial baseplate had an overhang of 2mm. The manual tray to redrill the post holes was used to complete the procedure. The trial fit the rim precisely and the balance of the knee, and alignment of the implants looked good. There was about a 15 minute case delay and the case was completed successfully with no adverse patient consequences